Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module. In addition, our technician confirmed that the u/d knob broken, the bending rubber perforated, the remote control buttons perforated, the insertion flexible tube buckled, the light guide cable buckled, the insertion flexible tube crushed, the objective lens dirty, the remote control buttons worn out, and the u/d lock lever white marking faded/missing; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).